Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that the endotracheal tube is 6.4 measurement and the packaging states a 7.0.

Manufacturer narrative:
(B)(4). The customer returned one sealed unit of product 5-10114 from lot number 73a1500461 for investigation. Visual examination of the product packaging revealed that the packaging was sealed. The product is labeled as a size 7.0 which is correct per the product code labeled 5-10114. Visual examination of the et tube within the packaging revealed that the product is a size 6.5. No other defects or anomalies were observed. The sealed pouch was opened and the inner diameter of the product was measured. The inner diameter of the et tube indicates that the packaged tube is a size 6.5. The incorrect product is in the packaging. The reported complaint of the incorrect product in the packaging was confirmed based upon the sample received. The product packaging was labeled correctly. However, the incorrect size product was found to be within the packaging. Therefore, based upon the sample received, the potential cause of this issue is manufacturing related. Nonconformance, 60035174, has been initiated to further investigate this complaint issue.

Event description:
The customer alleges that the endotracheal tube is 6.4 measurement and the packaging states a 7.0.